Manufacturer narrative:
According to the available information, the article reported complications from research that occurred in the united states. Complications reported were bleeding, hematoma, pain, resurgery, and edema. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information in the literature article, the patient had a titan inflatable penile prosthesis implanted. Pursuant to his cardiologist¿s recommendation, his warfarin was held 7 days preoperatively. He was started on daily enoxaparin injections, with his last injection being administered the day prior to his implant. Following cardiology recommendations, he was restarted on his enoxaparin injections and warfarin on postoperative day 3. He presented to the emergency room on postoperative day 7 with a 7.5cm scrotal hematoma. The patient was admitted and conservative management was attempted. Intravenous antibiotics and icepacks were given and he was subsequently discharged with oral antibiotics. However, several days later he developed bloody drainage from his scrotal incision, he returned to the emergency room, and then underwent scrotal wound exploration, hematoma evacuation, washout and placement of drain. The device healed up uneventfully thereafter. Full details can be found in the attached article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. This report captures patient #3.

Event description:
According to the available information in the literature article, the patient had a titan inflatable penile prosthesis implanted. Pursuant to his cardiologist¿s recommendation, his warfarin was held 7 days preoperatively. He was started on daily enoxaparin injections, with his last injection being administered the day prior to his implant. Following cardiology recommendations, he was restarted on his enoxaparin injections and warfarin on postoperative day 3. He presented to the emergency room on postoperative day 7 with a 7.5cm scrotal hematoma. The patient was admitted and conservative management was attempted. Intravenous antibiotics and icepacks were given and he was subsequently discharged with oral antibiotics. However, several days later he developed bloody drainage from his scrotal incision, he returned to the emergency room, and then underwent scrotal wound exploration, hematoma evacuation, washout and placement of drain. The device healed up uneventfully thereafter. Full details can be found in the attached article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. This report captures patient #3

Manufacturer narrative:
Attachment. Article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. The additional patients referenced in the article are captured under separate medwatch reports. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.